Event description:
Initial aaa repair utilizing a zenith endovascular graft was performed 2003. Deployment of the graft planned an aortouni-iliac configuration due to the condition of the arteries on the contralateral side. Subsequent pt examinations revealed a growth in the aneurysm upward toward the renal arteries. Although the initial landing site of the main body graft sealed well, with no indication of graft migration during the interim, it appeared that an infection within the arterial wall had promoted aneurysmal growth and the need for secondary intervention in order to enclose and constrain the aneurysmal growth and the need for secondary intervention in order to enclose and constrain the aneuryem. Due to the present situation and the lack of renal function prior to the initial aaa procedure, the physician elected to embolize both renal arteries and extend the graft upward toward the sma. With the deployment of the two main body extensions, the graft was extended proximally from the renal arteries to the sma. The deployment of the additional graft components achieved the desired purpose and the aaa repair was successfully concluded. No endloeaks were observed during the completion angiogram. No complications to the pt were noted.